Event description:
It was reported that two (2) small volume folfusors were leaking from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name -(B)(6). Device manufacture date - lot 22d027 was manufactured april 22-23, 2022. The two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bags that contain the units. When the units were removed from the bag, the cause of leak inside the bag was found to be untightened white luer cap. The white luer cap is not a baxter product. The customer did not use the folfusor's blue winged luer cap. Therefore, the cause of leak inside the bag was due to a use error. A functional leak test was performed, an no signs of leaking was observed. Based on the sample analysis finding, the two folfusor units were determined to be conforming product. The reported condition was verified. The cause of the reported condition was a user error. The product labeling (IFU, instructions for use) indicates the product's blue winged luer cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.